Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of above 500 mg/dl. The customer treated with a bolus from insulin pump. The customer's blood glucose then came down to 86 mg/dl. The customer reported a past event of no delivery alarm. Customer reported that the event was resolved by changing complete infusion and reservoir set. The customer stated that their blood glucose was 400 mg/dl during no delivery alarm on (B)(6) 2017. The product was not returned for analysis.